Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a relationship between the patient event and the subject device could not be determined. Although attempts were made to obtain specifics about the patient event, the customer did not provide any additional details. Furthermore, although foreign material was observed to be clogged in the nozzle, the material could not be identified. Therefore, the root cause of the issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: ¿operation manual: chapter 3 preparation and inspection (detection method).¿ ¿reprocessing manual: chapter 5 reprocessing the endoscope (preventive measures).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional findings during the device evaluation include the following: due to wear of the forceps elevator, the up/down knob could not be locked securely; the air/water cylinder and the suction cylinder had discoloration; the switch box , grip, plug unit, and scope connector-case unit all were deformed; the forceps elevator and objective lens had a scratch; due to a burn on the plastic distal end cover the insulation resistance value did not meet the standard value; the plastic distal end cover had a burn and a crack; the adhesive on the bending section cover had a white clouded area; the connecting tube had a buckling, scratch, and stain; the bending angle in the up/down/left/right direction did not meet the standard value due to wear of the angle wire; and the blade or flex of the universal cord was jumping out and had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that at the beginning of a diagnostic colonoscopy, the evis exera iii colonovideoscope distal end was peeling and injured the mucosa of the intestine. The procedure was delayed for fifteen minutes while the patient was under sedation. The procedure was completed using the same device. No further treatment or hospitalization was needed due to the injury. There were no reports of further patient or user harm associated with this event. The device was returned and evaluated, and a foreign material from the nozzle was found. This report is being submitted to capture the reportable malfunction found during the device evaluation.